Event description:
It was reported that the user experienced intermittent communication failures resulting in signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, attributed to an interoperability issue when the sensor was first paired to the dexcom app instead of the ilet, and guidance was provided to pair the sensor to the ilet first during the next sensor change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included interviews and analysis of information. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the electrical and magnetic subsystem, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.